Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir and infusion set had an air bubbles. The customer¿s blood glucose was high of 267 mg/dl. Troubleshooting was done for air bubbles anomaly. Customer reported that the approximate size of air bubbles were tiny. The customer feels ok to troubleshooting high blood glucose level. Customer reported that they did not contacted their healthcare professional regarding the high blood glucose event. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with bolus. The customer ran the displacement test and the test was passed. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. The reservoir was not returned for analysis.